Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that system continuously restarting when booting. Upon functional testing fse identified that lsr issue with the system. Review of the system log files showed lsr issue, which is a software bug from 2.2.3 to 2.2.6. Fse reinstalled os and app. After reinstallation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the device was continuously restarted when booting. System was not in use. No harm has been reported to philips. A philips engineer inspected the system on site and identified a potential software issue. The suit pc software has been reinstalled and the system was returned to use in good working order.